Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed; no image could not be reproduced. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the camera head for evaluation and during inspection it was found that the device had no image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Additional information received from the initial reporter confirmed the procedure was therapeutic. The intended procedure was completed with a similar device. A procedural delay was not required and the device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3, b5, and d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, at the time of the device failure, a failure occurred temporarily in the inner charged coupled device (ccd), which may have resulted in an event in which no images were pointed out. However, due to the lack of reproducibility of this event, it was not possible to determine the factors that occurred. Olympus will continue to monitor field performance for this device.